Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 11:12:31. During night drain cycle nineteen, the patient's ultrafiltration reading was 1963ml, indicating the home patient (hp) drained 1363ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was available for evaluation. Review of the event log found evidence of the iipv event. The assignable cause was determined to be that the user had set the tidal total ultrafiltration removal too low. The following labeling was reviewed: (B)(4) 2010 homechoice apd systems trainer's guide. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available a supplemental report will be submitted.